Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t13154rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. Manufacturing batch records for lot t13154rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Event occurred in the (B)(6). Customer reported discrepant high triage cardiac tni correlation attempts between an old triagemeter pro and new triagemeter pro against abbott architect performed on (B)(6). Patient impact: none, results not reported. Patient symptoms: tachycardia, hypoxia, and a cough. Patient meds: not provided. He stated that results obtained on the triage will not be reported as triage is not implemented at the site yet. No other information reported.